Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient called the ambulance because they were nervous and concerned with the readings. The cgm started dropping but the fingerstick was reading 100 mg/dl. After the ambulance got there, the medics took a fingerstick and it read 168 mg/dl. There were no symptoms reported. There was no injury reported. No medical intervention was required. No data was provided for evaluation. No additional event or patient information is available. The complaint confirmation and probable cause could not be determined.